Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the insulin pump had several issues. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump scratches on the screen, battery does not last long, insulin squirts out during priming process, and had a keypad issue. No troubleshooting was performed. The insulin pump is not expected to return for analysis.